Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer mentioned other blood glucose values such as 450 mg/dl, 484 mg/dl, 488 mg/dl, 118 mg/dl. The customer¿s blood glucose level was 270 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump and injection. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the piece was broken and came off at the top of screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap / reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No cracks or broken off pieces found at the casing per visual inspection. Device received with minor scratched display window and case.